Event description:
"Motor leaks at handpiece" is stated on the repair order. On follow-up wtih the hospital, it was unknown if the leak noticed by the hospital was air or oil. No patient injury occurred because an incident report was not filed.